Manufacturer narrative:
There was no patient involved with this concern. A medtronic representative went to the site to test the equipment. The fuses were replaced on the mvs board and the system had power. A system checkout was performed. The imaging system then passed the system checkout and was found to be fully functional. The fuses were discarded at the site.

Event description:
A medtronic representative reported that the mobile view station (mvs) screen on the imaging system was black and would not boot up. There was no line power light on the mvs when it was plugged into a valid outlet. This was reported outside of surgery with no patient present.